Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Tubal ligation- "the lawyer represents the patient born achilles who suffered hemorrhagic shock during tubal ligation performed in (B)(6) 2013 by dr. (B)(6) at the hospital (B)(6). It is stated that malfunction of the trocar used was the cause of this complication (model kii shielded bladed access system - ref. Cfb33 11x10 mm)." Patient status - fine. Type of intervention - unknown.

Manufacturer narrative:
Investigation summary: the event product was not returned for evaluation and no lot number was provided. In the absence of the subject device, it is difficult to determine the root cause of the event. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. Engineering could not determine if the customer's experience was related to the device and there is no evidence that points towards a device malfunction. It is important to note the potential complications associated with the use of the kii shielded bladed access system, as stated in the instructions for use (IFU), "are the same as those associated with the use of surgical trocars and laparoscopic surgery in general and include, but are not limited to: superficial lesions, injury to internal vessels and organs, bleeding, hematoma, injury to the abdominal wall, infection, and peritonitis." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.